Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be note that the reported patient effect of angina and stenosis are listed in xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.75x15mm xience v stent referenced is filed under a separate medwatch report number.

Event description:
Subsequent to the previously filed medwatch report, additional information was obtained: on (B)(6) 2017, the patient was hospitalized for unstable angina. Troponin was negative. Stress test was positive. Per imaging, there was restenosis in both xience v stents in the left main (lm) and circumflex (cx) arteries. Dual antiplatelet therapy (dapt) medications were changed and another percutaneous intervention was performed in the proximal right coronary artery (rca) de novo lesion. The event resolved without sequela. On (B)(6) 2017, the patient was hospitalized for angina. Dapt medication was provided. Non-abbott stents were placed in the rca. On (B)(6) 2017, the patient was hospitalized for angina. Cardiovascular medication was provided and percutaneous intervention was performed in the proximal cx, placing a xience stent in the restenosed 3.5x12mm and 2.75x15mm xience v stents. The patient was discharged from the hospital in stable condition. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013, a 3.5x12mm and 2.75x15mm xience v stents were implanted in the left main (lm) coronary artery and proximal circumflex (cx) coronary artery lesions. On (B)(6) 2017, the patient experienced angina and another percutaneous intervention (pci) was performed as treatment. The event resolved without sequela. On (B)(6)2017, the patient experienced angina and medication was provided. On (B)(6) 2017, the patient again experienced angina and medication was provided. The event resolved without sequela. No additional information was provided.